Event description:
It was reported that the device had low accuracy. Npi.

Manufacturer narrative:
The customer reported problem was confirmed. Upon visual inspection the service technician noted that they replaced contaminated rear case, left and right iui. Performed preventive maintenance. A review of the device history record for sn (B)(6) was performed from date of manufacture 01/08/2015 to the present date 10/21/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to customer damage of the assembly rear case.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device had low accuracy. Npi.